Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and a watchman laa closure device & delivery system were used. The closure device was deployed and released. At an unspecified time post procedure, a pericardial effusion was observed. There was no intervention necessary. The patient was discharged home and was noted to be fine. It was further reported 3 access systems and 3 delivery systems were used during the procedure. The small pericardial effusion was observed during the procedure, after a contrast injection prior to deployment of the closure device. The device was deployed and released. The patient did not experience any symptoms due to the effusion. The patient was discharged the next morning as planned. It was further reported the patient was enrolled in the asap too study. The patient underwent successful placement of a 24mm watchman laac device with complete laa seal and deployed device diameter of 17.6 mm. The device was in good position with adequate compression. On the day of the procedure, the post operative transesophageal echocardiogram (tee) implant and cath report revealed small anterior pericardial effusion that was contained. Prior to the index procedure, aspirin was administered and after the implant the patient was started on clopidogrel. The event was considered resolved the same day.

Manufacturer narrative:
Bsc aware date corrected from 09/12/2018 to 09/10/2018 on initial report.

Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and a watchman laa closure device & delivery system were used. The closure device was deployed and released. At an unspecified time post procedure, a pericardial effusion was observed. There was no intervention necessary. The patient was discharged home and was noted to be fine.

Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and a watchman laa closure device & delivery system were used. The closure device was deployed and released. At an unspecified time post procedure, a pericardial effusion was observed. There was no intervention necessary. The patient was discharged home and was noted to be fine. It was further reported 3 access systems and 3 delivery systems were used during the procedure. The small pericardial effusion was observed during the procedure, after a contrast injection prior to deployment of the closure device. The device was deployed and released. The patient did not experience any symptoms due to the effusion. The patient was discharged the next morning as planned.

Manufacturer narrative:
Bsc aware date corrected from 09/12/2018 to 09/10/2018 on initial report.